Event description:
The customer reported the device showed a replace battery message while doing opcheck. A philips authorized representative evaluated the device and confirmed the battery was defective. There was no patient involvement.